Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported an air detected in cassette alarm while in fill 4 of 4 with 688ml out of expected 200ml. During trouble shooting, the patient observed fluid inside the cassette door after removing the cassette to reset up with new supplies. Patient examined the cassette and did not see any rips/damage. The patient was advised to cancel treatment and to contact the peritoneal dialysis nurse. Follow up with the patient indicates that the patient did not experience any complications as a result of the fluid leak. Patient was already receiving antibiotics at the time of the fluid leak due to an unrelated spinal cord procedure. No treatments was reportedly missed. The liberty select was replaced.

Manufacturer narrative:
The alleged event is not confirmed. The reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."